Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was having difficulty charging the ipg for longer periods of time. Database analysis showed that charging difficulty was confirmed to be caused by the less than optimal charger coupling and ventilation. The frequent charging is due to use of combo fast program which has higher energy requirements. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was discarded by the medical facility and will not be returned.